Event description:
During a right bicep repair surgical procedure, the hewson suture retriever was used during the procedure. The hospital's risk management was made aware that the patient complained of discomfort to his physician. The physician followed up with an x-ray of the surgical site and found that a 1 1/2" segment of the suture retriever was in the patient's body. The fragment was removed from the patient during an outpatient surgical procedure 5 days later.